Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for not feeling well. Upon interrogation it was revealed that the right ventricular lead had an increase in pacing lead impedance and pacing threshold. The lead was capped and replaced on (B)(6) 2018 during an elective generator replacement. The patient was stable.